Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 19551604, model/catalog description: coveredge x 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients scs was no longer effective. The patient underwent an explant procedure.